Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus gastrointestinal videoscope displayed a communication error code and no image. The issue was identified during inspection before use. There were no reports of patient involvement.